Event description:
The patient reported he experienced about 6 vgo's where the needle button would release on its own. The patient stated he did not hit the needle release button in error. The patient stated he was able to push the needle back in every time but then the needle button would not lock down. The patient stated he would put tape or a band aid on the needle button to keep in locked down. The patient stated at night when he would sleep the needle would keep going in and out of his skin because the needle button was not locked down. The patient stated he discarded the vgo's.